Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted. Premature battery depletion was suspected. The device had been implanted approximately 3 years. It will be returned for analysis.